Event description:
The event involved an unspecified product in which the customer reported that fluorouracil (5fu) was leaking from connector where tubing connector is inserted. The event occurred during patient use after 24-48 hrs. Or 1-2 days. The customer reported that someone became aware of the issue when disconnecting it from patient, and patient reported leaking from connection of tubing to microclave. There was patient involvement, a reported delay in therapy and no one was harmed as a result of the reported event. This is report 1 of 2.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received.

Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. No DHR lot review was conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided. The lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
Additional information was received stating that the issue happened at patients home.